Event description:
Defective stent - wouldn't deploy cc form ercp, cannulation normal. Stricture located and stent chosen. Stent placed over 0.035 wire guide normally but stent failed to deploy successfully. A section of the device did not remain inside the patient¿s body. System withdrawn easily. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal :during stent placement 2. What endoscope type and channel size was used?: pentax 4.2mm 3. What was the position of the elevator? N/a, open, closed- open 4. Details of the wire guide used (diameter, type, make)?- bsc jag 0.035" 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target -mid cbd 8. How long was the stent in the patient by the time this complaint occurred?- not given 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Not given 2. Where was the stricture located in the body? Cbd 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? No 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? No 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a 5. Was the safety wire fully removed before removing the delivery system? N/a 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No questions related to during stent repositioning/removal (for evo-fc & evo-pc devices)- na 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2143695 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned, ¿ directional button is in deployment position, ¿ safety wire still in place, ¿ red shuttle on 12th dimple, ¿ flexor break noted at proximal end of clear section approx. 12cm from white tip. Functional inspection: ¿ actuating fine for deployment and recapture. ¿ unable to deploy stent. ¿ safety wire removed with no issue. Flexor break was noted by the customer when the device was removed from the endoscope at the end of the procedure. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking, subsequently leading to the deployment difficulty reported by the customer. As noted in the lab evaluation, the flexor/outer catheter was broken at the clear section upon return. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 26-aug-2024. Confirmation received on 14-may-2024 that break to the outer catheter "was noted once removed from the endoscope at end of procedure."